Manufacturer narrative:
The technologist reported to toshiba that he repositioned the patient so the inner thighs were not touching and isolated the thighs with a sheet and then completed the exam with no further incident. Toshiba checked the three coils used for proper operation. Two of the three coils met the manufacturer's specifications and one had low signal to noise on channel 1 (this coil was replaced and is being returned). All the coils and cables were in good condition and sar levels on the patient and phantom images were normal. Image data was taken off the system for review. Method: the evaluation is ongoing. Results: no results as yet. Evaluation ongoing.

Event description:
Allegedly, a patient complained about being hot and that he felt a burning sensation on his inner thighs while undergoing an MRI study. At that point, the technologist stopped scanning and noticed two dime sized red marks where the patient's thighs were touching.